Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a vascular injury was not observed, and treatment was not provided. Per the physician, the intimal tissue adhesion was caused by "meandering" through the abdominal aorta and common iliac artery.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, access was obtained via the left common femoral artery. An introducer sheath was inserted into the patient followed by the delivery catheter system (dcs). The dcs had been advanced to the descending aorta when a transesophageal echocardiogram revealed tissue adhesion to the tip of the dcs. The dcs was withdrawn from the patient. Subsequently, sterility of the dcs was confirmed and fragments of intimal tissue were observed in the dcs capsule. When the capsule was opened to check further, tissue fragments were found to be caught inside the valve. The adhered tissue was collected from the capsule. A new valve was loaded into a new dcs and used for implant.